Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during the priming of a polyflux 17l, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photos of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product wet and after use. Photo one showed the product label and photo two showed the header area with a black marking at the welding seam. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.